Event description:
It was reported the patient experienced a pinching sensation at the ipg site following implant of the device. The patient had also reportedly lost about 70 pounds about 2 years ago. To address the issue, the physician replaced the ipg (please see MFR. Report #: 1627487-2019-05990) and placed the new ipg further out in the patient¿s flank as opposed to the original ipg¿s more midline position. Postoperatively, the patient felt immediate relief with the new ipg and new pocket site.